Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing was clogged. Reportedly, the customer disconnected the infusion site and insulin was not observed exiting the tubing. Customer changed all the pump supplies and successfully resumed insulin. Customer's blood glucose level was 506 mg/dl. Customer delivered a bolus to address bg levels. During follow up call, the customer reported that bg level had lowered.